Event description:
A customer reported an event of an ¿odor¿ or smell emitting from the sterrad® 100nx sterilizer. The customer was instructed to power off the unit and discontinue, and no further support could be provided as the customer refused service and had the repairs completed by a third-party servicer (arjo). There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A third-party servicer (arjo) replaced the vacuum pump, catalytic converter, and oil mist filter to resolve the odor/smells issue. The service provided by the non-asp affiliated company resolved the issue; however, the unit was not returned to specifications due to the non-asp approved repairs. The customer was recommended to avoid using the unit until it is in compliance with manufacturer specifications. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the odor/smells issue for the sterrad® 100nx unit was reviewed for the prior six months from open date and no significant trend was observed. Review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further evaluation. The assignable cause of the odor/smell is likely due to the vacuum pump, catalytic converter, and oil mist filter. The third-party servicer replaced the parts, however, the unit was not returned to specifications due to the non-asp approved repairs. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).